Event description:
It was reported that a patient presented in clinic for a routine device check. Their right atrial and right ventricular leads both exhibited over-sensed noise and loss of capture. The leads were removed, and the whole pacemaker system was replaced with a leadless system. Patient was stable with no consequences.